Event description:
Patient felt burning sensation during laser treatment for lower back pain. No visible marks. Patient did not require additional medical attention.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device.